Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. Doi: (B)(6) 2010 - dor: none reported (unknown side). Patient is a resident of (B)(6). Update rec'd 11/12/2013 - pfs and medical records received. Part/lot was provided. The dor was also provided. Revision operative notes indicate metal debris, a loose screw, and an anteverted cup causing impingement. The screw and cup have now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/10/13

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds an additional report against the 2924874 provided lot code. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no additional reports against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.